Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 27x1/2 label content missing it was reported by the customer that the lot variable data on needle eclipse blister is missing, as required per amgen requirements. Verbatim: on (B)(6) 2024: during incoming inspection at iqa office of bd needle eclipse batch 0010759435, sr. Associate qa observed that the lot variable data on needle eclipse blister is missing, as required per amgen requirements. - 5 out of 315 sampled needle eclipse units were missing the lot variable data thus not according to specification requirements. Refer to attachment "tr# 586110, missing lot variable data". The acceptance and reject criteria for the assigned inspection profile: normal, aql (0.15) for the appearance was 1 and 2 respectively. Because the criteria were not met, the complete batch failed quality inspection. Impacted batch data vendor batch# 4029205. Amgen batch# 0010759435. Quantity: 30000 ea. Expected situation: the lot variable data of the bd needle eclipse units is expected to be present on each needle eclipse blister.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of label content missing was confirmed upon inspection of the photos. Based on the received photo, a missing variable print was observed on the top web. The probable root cause could be the production technician not performing the line clearance before resuming production. This might have occurred during an operational stop due to a machine issue, which temporarily turned off the printer. Thus, the products flowed to the next process. To prevent this defect in the future, re-training of the packaging production technician will be conducted on the proper line purging procedure. One interview session per packaging production technician will be conducted to verify that the associates understand the need to perform the proper line purging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
Materials#: 305758, batch#: 4029205. It was reported by the customer that the lot variable data on needle eclipse blister is missing, as required per amgen requirements. Verbatim: on (B)(6) 2024: during incoming inspection at iqa office of bd needle eclipse batch 0010759435, sr. Associate qa observed that the lot variable data on needle eclipse blister is missing, as required per amgen requirements. 5 out of 315 sampled needle eclipse units were missing the lot variable data thus not according to specification requirements. Refer to attachment "tr# 586110, missing lot variable data". The acceptance and reject criteria for the assigned inspection profile: normal, aql (0.15) for the appearance was 1 and 2 respectively. Because the criteria were not met, the complete batch failed quality inspection. Impacted batch data vendor batch# 4029205, amgen batch# 0010759435, material# 3006813, quantity: 30000 ea. Expected situation: the lot variable data of the bd needle eclipse units is expected to be present on each needle eclipse blister.